Event description:
It was reported to depuy acromed that two rods broke post-operatively. According to the complaintant, the rods were originally implanted in 1999 due to a severe curve of the spine. Due to the severe curve, the construct was complicated. In 2001, x-ray revealed that one rod had broken. A subsequent x-ray (date not given) revealed that the construct had shifted and a rod on the other side of the construct had broken. A revision surgery was required to remove and replace the broken rods. There were no other adverse consequences to the pt. The rods have not been returned. The product and lot numbers are not known. An eval of the device can not be performed at this time.